Manufacturer narrative:
Visual inspection revealed no damage to the outer plastic housing and the ac power adapter of the transmitter. Further inspection of the ac power adapter revealed burnt marks on the main circuit board and inner casing. After replacing the defective ac power adapter, the transmitter was able to power on. The defective ac power adapter contributed to the event.

Event description:
This report is to advise of an event observed during analysis. Burn marks to the main pcb were revealed during analysis. The transmitter was initially returned due to not powering up. There were no reported adverse patient consequences related to the event.